Event description:
Additional information was received that the patient had moderate right-sided function prior to left ventricular assist device (lvad) implant.

Manufacturer narrative:
Further information was received indicating this event was supplemental information and will be reported in manufacturer reference number 2916596-2023-06677.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with a right ventricular assist device (rvad) on (B)(6) 2023. The reason for implant was unknown.